Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer reported universal surgical manipulator (usm)1 had a recoverable error. Customer restarted the system twice to get the system to power on without an error. The customer reportedly used the system for a morning procedure and the surgeon stated there is something wrong with usm1 when the instrument on usm1 was inserted in the patient. The surgeon stated the instrument freely spins and bedside staff said usm1 is very loose feeling when moving it around compared with the other arms. Customer was able to use the system as a 3 arm configuration to complete the case as planned. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced usm1 and the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the instrument is evaluated and/ or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis. The usm was tested on an in-house system and was started in normal mode without any errors. The unit was also tested on a patient side cart fixture test platform (pftp) where all related test passed. Further investigation found the usm had no contamination. A log review confirmed errors 23007,22028, 23003 pointing an axis movement issue, and found that when the instrument on arm1 was inserted in the patient the surgeon stated the instrument freely spins.

Event description:
Refer to h10/h11 for follow-up information.